Event description:
Customer reported receiving no delivery alarms. The customer was disconnected before troubleshooting could occur. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.